Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: it was reported that the patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 correction: e1 (reporter country) b5: on an unreported date (reported as after "14 days medication"), the patient was recovered from the event. Treatment for the event was not specified. Should additional relevant information become available, a supplemental report will be submitted.